Event description:
A surgeon reported that in 2001 an intraocular lens (iol) was implanted out of the capsular bag and sutured in place. An anterior vitrectomy was performed. Visual acuity (va) prior to surgery was 0.06. Upon examination on the following day and two days later, the right haptic was not visible, but the surgeon felt this was due to an unclear cornea. A week later, it was noted after dilation of the pupil that the iol was dislocated and the haptic was broken. Three days after this, the iol was exchanged for another lens. Va on 8 days later was 0.3.